Event description:
It was reported that the system 6800 reset and reinitialized in the middle of a procedure. There was no adverse pt involvement reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.